Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 14.6 mmol/l. The customer reported that there was crack on the back of the insulin pump on the clear ring where reservoir seats and battery compartment. Troubleshooting was performed for damage. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.